Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that the loss of fluid column was related to the user technique of preparing the device or the technique of removing the dilator; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was received: after steerable guide catheter (sgc) insertion into the patient anatomy, the fluid column was lost after the dilator was removed. The same sgc was removed and re-prepared. While re-preparing the device on the table for a second time, the fluid column was lost again. The device had not been re-inserted in the anatomy as previously reported.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the leak which has the potential to cause or contribute to patient injury. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation (mr), grade 4+. The steerable guide catheter (sgc) was prepared without reported issue. After insertion into the anatomy, the fluid column was lost. The same sgc was removed and re-prepared. The sgc was re-inserted into the patients anatomy. The sgc fluid column was lost again. Another sgc was used in replacement without issue. Post procedure, the mr was reduced to grade 1-2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.